Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that a 3.5mm aggressive plus shaver with "excessive flaking", when running in oscillate mode at 2100 rpm's and a 4.0 tomcat cutter reported for the same failure. Allegedly, this happened immediately when cutters were entered into the knee and shaver was activated. The cases were completed, but all the shavings were not retrieved from the patient.